Event description:
During troubleshooting for a related complaint file, the technical service representative (tsr) instructed the caregiver (cg) to close and reopen the transfer set. The cg misunderstood and disconnected the hp resulting in solution leaking from the transfer set. The tsr explained that the hp would have to start over with all new supplies. The tsr assisted the cg to close the clamps and disconnect the hp. The tsr further assisted the cg with ending the therapy and removing the cassette. The cg confirmed to start over with all new supplies. The tsr also recommended that the hp contact the nurse (rn). There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak. The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The actual product is still in use. Should any additional information become available, a follow-up report will be submitted.